Event description:
It was reported to philips by a customer that noise occurred at exhalation. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. The female patient remained on the ventilator until an alternative v60 was brought in. No harm or injury has been indicated or alleged. No further patient demographics or medical diagnosis were provided. The international service engineer was able to confirm and duplicate the reported issue. The international service engineer adjusted the position of the vibration-proof ring to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that noise occurred at exhalation. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. The female patient remained on the ventilator until an alternative v60 was brought in. No harm or injury has been indicated or alleged. No further patient demographics or medical diagnosis were provided. The international service engineer was able to confirm and duplicate the reported issue. The international service engineer adjusted the position of the vibration-proof ring to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.